Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was foreign matter in the tube. There was no report of impact to patient or user.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was foreign matter in the tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample and 4 photos for investigation. The photos and the customer sample were reviewed and the indicated failure mode for foreign matter was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.